Event description:
It is reported that during surgery in 2008, the cannulated drill broke when the surgeon was drilling the glenoid. Also, the impactor broke while he was impacting the glenoid.

Manufacturer narrative:
Evaluation summary: the post may have fractured due to high, repeated impaction forces. To potentially improve performance, the material specified has since been changed to 13-8 sst, which is less notch sensitive. This impactor device was manufactured from 455 sst, which was prior to material changes. The exact cause cannot be determined with certainty. The 6mm cannulated drill is fractured along its weld joint. This may have occurred due to high, repeated bending forces. The exact cause cannot be determined with certainty. Evaluation codes: results and conclusions- as returned, the liner impactor exhibits fracture at the base of the post. The device manufacturing records are intact and conforming, indicating the device was manufactured to specifications.